Event description:
It has been reported that the surgeon was using a fixture mount to place an implant. The surgeon attempted to remove the fixture mount from the implant and discovered that the fixture mount was froze to the implant. During the same surgery, the surgeon then removed the implant and the fixture mount from the site. The surgeon was able to place a different implant using a different fixture mount into the site during the same surgery. Pt injury has not been reported.